Manufacturer narrative:
Device passed displacement test and self test. Device received with intermittent button response due to flattened, act button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. However, device received with motor error alarm during the basic occlusion test due to loose or flush drive support disk. Unable to perform prime or a33 test, excessive no delivery test and occlusion test or verify no excessive no delivery alarm due to motor error alarm. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the act button was harder to push and non responsive. The insulin pump had unexplained no delivery alarms and motor errors. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.